Manufacturer narrative:
Complaint confirmed. Visual evaluation confirmed the presence of horizontal grooves inferior to the cutting window of one of the returned ar-8400cex inner tubes. Similar grooves were also identified across the rear of the cutting window on the same device. These grooves were determined to be consistent with a site of metal debris production. The shrink tubing along both ar-8400cex devices were notably torn and rolled up along the inner tubes. This event is consistent with user applied mechanical force via prying/leveraging, as further evidenced by the presence of damage to the shrink tubing. Material analysis confirmed the ar-8400cex devices met all as-received specifications.

Event description:
It was reported that during a shoulder arthroscopy there was a strong abrasion of the metal. Also it was not possible anymore to attach the device onto the shaver handpiece cause the o-ring became loose. According to the surgeon there are no broken parts remaining inside the patient. The surgery was completed successfully with a new device of the same part number. There was no adverse event reported by the customer. Update 20-aug-2019: after contacting the surgeon to verify that there are no metal fragments remaining inside the patient, he could not confirm it. According to the surgeon there is a possibility that there are still metal abrasions inside the joint of the patient.